Event description:
It was found during a programming history review that high impedance was observed on the patient's device. The patient was seen in clinic again on a later date and the device was programmed off at the time as well as high impedance being observed again. Follow up with the physician revealed that the patient fell on multiple occasions however none of these were severe and most likely did not lead to the high impedance. No additional relevant information has been received to date.